Event description:
The customer reported medication was expected to infuse over 24 hours and instead infused in one hour. Tacrolimus infusion to run at rate of 2.4 ml/hr, bag was 50 ml. Amount to be infused was 50 or 52. Infusion was hung as secondary infusion. Primary bag contained d5 in 50 ml. Administration sets were not saved. There was no report of pt harm or medical intervention. The customer stated that no additional event or pt information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.